Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and resolved the issue by replacing the entire cart assembly (0997-00-1179) (0040-00-0458-12) (0040-00-0458-11) as it was an old version cart, as well as upgraded new version ac reel assembly (0012-00-1688-21). The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during transport the ambulance ems team damaged the cardiosave intra-aortic balloon pump (iabp) console and broke off one of the wheels.